Manufacturer narrative:
Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to touch sensitivity caused by inflammation at the implant site after a fall. This is a final report.note: c1901 is chosen valid imdrf investigation findings code, but cannot be entered in required field due to FDA system restrictions.

Event description:
Touch sensitivity due to inflammation at the implant site after the trauma. The user was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the parents, since a fall in (B)(6) 2025 there has been touch sensitivity on the right side and the implant can no longer be used. The user was explanted on (B)(6) 2025.